Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an altitude alarm occurred. After removing the obstruction from the speaker holes, the alarm cleared and the cartridge was reloaded to resolve the issue. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was 389 mg/dl.